Event description:
It was reported the ted12 was used during a laparoscopic hernia repair. It was reported the balloon was wiped gently with ky jelly and inserted into the patient. The balloon was blown up and a loud sound was heard. The device was removed but the balloon had become detached. A trocar was inserted and the balloon was retrieved. It appears the balloon tore off from the end of the device. No additional devices were needed to complete the case due to adequate dissection with the device. There was no consequence to the patient.

Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, burst; cam condition, good; desufflation lever condition, good; extension condition, good; inner gasket condition, good; outer gasket condition, good; sleeve condition, good and stopcock condtion, open. Functional tests & results: balloon inflation test, could not insufflate. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst and become detached, making the instrument non functional.